Event description:
Reporter stated there was a crack on the blood glucose monitoring device and a few pins are missing however, there was no discoloration. Upon further evaluation from the MFR's customer inquiry dept, it was determined there was melting inthe area of the contacts. Product has been received and awaiting further evaluation results.